Event description:
During product evaluation, the pump's air in line printed circuit board (ail pcb) was found to be out of specification. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The facility reported a pump with failure code 810:13. This occurred during bio-med testing. Evaluation summary: the condition of the air in line printed circuit board (ail pcb) values being out of specification were confirmed. Failure code 810:13 was mamifested as a result of this condition. The ail pcb was replaced.